Event description:
It is reported that the customer's insulin pump's up and down buttons stopped working. The customer's blood glucose lever was at 180mg/dl. After trouble shooting, customer was advised to switch to back up method and the insulin pump will be replaced. The device is being returned. No further information provided.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.